Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with typical angina pain, which they had been having for a week, hypertension with changes on their electrocardiogram and a positive troponin - t. The index procedure on (B)(6) 2015 was to treat a lesion located in the circumflex artery. Predilatation was performed with residual stenosis less than 40%. Optically there was an excellent result. Quantitative coherence angiography was used for vessel sizing. A 2.5x23mm absorb was advanced and deployed at 12 atm. Post-dilatation was performed expanding the lesion to 3.1 mm. Excellent post-angiographic result with final residual stenosis less than 10%. Aspirin and plavix were prescribed for one year. The patient was seen on (B)(6) 2015 and the circumflex seemed to be patent. The patient was seen on (B)(6) 2016 due to recent onset of angina. The circumflex revealed tight in-scaffold stenosis of the absorb. Predilatation was performed and a 2.5x18mm absorb was advanced to the circumflex and deployed. Post-dilatation was performed. The patient's lipid control will be watched very closely and ezetrol was added to the patient's zumamor 40mg daily. It was confirmed that the patient was complaint with their dual anti-platelet therapy. The final patient outcome was good post treatment of the restenosis. The patient was seen on (B)(6) 2016 and was complaining of a cough. An echocardiogram was performed and there was no new st segment depression or reported chest pain. Prexum was changed to pritor 80 mg daily due to the cough which was reportedly almost certainly related to the perindopril. No additional information was provided.